Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that after multiple interrogations of the device, a grey bar was present on the device at implant. The battery status had fluctuated from the day before. The device was implanted and remains in use. No patient complications have been reported as a result of this event.